Event description:
During an incident on event date involving a female pt in cardiac arrest with CPR being performed by a housekeeper when this crew arrived, this defibrillator shut down during the charge cycle. A police crew arrived and shocked the pt. The pt was transferred to a hosp and was pronounced. Pt outcome was not affected by this problem. The housekeeper said she believed there was a dnr (do not resusitate) in the house somewhere but couldn't produce it. A family member gave the crew the dnr. The pt had a history of diabetes.

Manufacturer narrative:
The returned defib was tested using the returned non-laerdal r2 pt cable and it prompted a continuous "check electrodes" prompt. Using a known good pt cable, the unit powered up, assessed and began to charge, but there was beeping and no ramping charge sound and the unit shut down with the "alert" indicator lit. Troubleshooting found an ic on the upper board was malfunctioning. The ic was replaced and with a good pt cable, proper operation of the defibrillator for pt treatment was verified. The incident report printed from the returned cassette tape docs the unit powered on, assessed, started charging and shut down with the alert light lit, noting "defibrillator fail" in the event log. This happened twice. The 3rd power-on experienced numerous intermittent "check electrodes" prompts while the unit tried to assess. A 4th power-on ended the same as the first 2; with the unit shutting down during the charge cycle and the alert light lit, noting "defibrillator fail" in the event log. The hs1000s operating instructions explains the alert indicator, and what to do when experienced, as follows: this red indicator lights if an internal device fault has been detected. In this event, the device will completely shut down, with only the alert indicator remaining on. If the fault condition remains after 3 power off/on sequences, discontinue use and contact tech service. The customer was sent a letter explaining our eval.